Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2002. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent a vaginal hysterectomy as well as a posterior colporrhaphy, perineoplasty to treat uterine prolapse, cystocele, rectocele, generalized pelvic relaxation, perineal breakdown and stress urinary incontinence on (B)(6) 2002 and a sling was used. It was reported that the mesh was removed on (B)(6) 2010 due to erosion of mesh through vagina, recurrent stress urinary incontinence, pain, dyspareunia.

Manufacturer narrative:
(B)(4).